Manufacturer narrative:
D2b: procode: dqo, kra d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: initial reporter name: requested, not provided g4: 510k: n/a the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
Terumo medical corporation received the reported information. While using the product, the device became stuck inside the blood vessel. Although there was resistance during removal, it was pulled out as is, and the device was found to have elongated.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. While using the product, the device became stuck inside the blood vessel. Although there was resistance during removal, it was pulled out as is, and the device was found to have elongated. Findings during cleaning: the actual product, zizai (hereinafter referred to as the actual product), was returned with the combination guide wire inserted. The combination guide wire was set so that it protruded from the proximal part of the actual product. When attempting to remove the combination guide wire from the proximal part to clean the actual product, resistance was encountered and removal was not possible. Therefore, it was not possible to inject the cleaning solution into the actual product, and consequently, the actual product could not be cleaned. Appearance - upon visual inspection of the actual product, the following findings were observed: twisting at around 11.0 cm, 13.8 cm, 19.1 cm, 28.1 cm and 34.2 cm from the tip. Flattening at 18.3 cm and 21.1 cm from the tip deformation at around 7.0 cm, 17.7 cm and 31.8 cm from the tip. Damage to the outer layer at many points from the tip to the proximal side. The combination guide wire was protruding 8.5 cm from the tip and 15.0 cm from the rear end. The combination guide wire was deformed at around 8.5 cm from the tip and damaged on the tip of the actual product. Dimension measurement - the dimensions of the actual product were measured for the following objectives. Outer diameter: measured to check the existence of any abnormality that may cause passage resistance, such as an abnormality in outer diameter, and to check the existence of any abnormality that may cause deformation of the tube in the catheter, such as a thin resin. Results: the major diameter 7.0 cm from the tip of the actual product, the outer diameter 11.0 cm and 17.7 cm from the tip, the major and minor diameter 13.8 cm, 18.3 cm, 19.1 cm and 21.1 cm, and the minor diameter 28.1 cm, 31.8 cm and 34.2 cm from the tip were outside the standard values of our company. In addition, the tip and proximal part, minor diameter of 7.0 cm from the tip, and major diameter of the outer diameter of 28.1 cm, 31.8 cm, and 34.2 cm from the tip were within the standard values of our company. For our product zizai, we conduct visual inspections, dimension measurements and lubricity tests on a random sampling basis for each manufacturing lot. Additionally, during the manufacturing process, we perform a 100% visual inspection prior to assembly into the holder. Upon reviewing the manufacturing records for the actual product lot "241000930," no abnormalities were found in the results of each inspection, and no abnormalities were identified that could potentially cause lubricity issues, catheter deformation removal resistance of the combination guide wire. Upon visual inspection of the actual product, the following findings were observed. Twisting was observed at around 11.0 cm, 13.8 cm, 19.1 cm, 28.1 cm and 34.2 cm from the tip. Flattening was observed at 18.3 cm and 21.1 cm from the tip. Deformation was observed at around 7.0 cm, 17.7 cm and 31.8 cm from the tip. Damage to the outer layer was observed at many points from the tip to the proximal side. The combination guide wire was found to be protruding 8.5 cm from the tip and 15.0 cm from the rear end. The combination guide wire was observed to be deformed at around 8.5 cm from the tip and damaged on the tip of the actual product. Dimension measurement revealed that the major diameter 7.0 cm from the tip of the actual product, the outer diameter 11.0 cm and 17.7 cm from the tip, the major and minor diameter 13.8 cm, 18.3 cm, 19.1 cm and 21.1 cm, and the minor diameter 28.1 cm, 31.8 cm and 34.2 cm from the tip were outside the standard values of our company. In addition, the tip and proximal part, minor diameter of 7.0 cm from the tip, and major diameter of the outer diameter of 28.1 cm, 31.8 cm, and 34.2 cm from the tip were within the standard values of our company. Based on the above results, it was considered possible that the removal failure that occurred in the actual product was caused by the following factors. Deformation or flattening of the actual product caused narrowing of the lumen, leading the combination guide wire to become stuck. Deformation or flattening of the actual product caused an increase in the outer diameter (major diameter), leading to it becoming stuck within the blood vessel. Exposed braiding on the actual product may have increased friction resistance within the guiding catheter, potentially causing the problem. It may have been caused by a combination of these factors. For the our product, zizai, lubricity testing, etc. Is performed by sampling for each manufacturing lot. Additionally, during the manufacturing process, we perform a 100% visual inspection prior to assembly into the holder. Upon inspecting the manufacturing records for the actual product, no abnormalities were identified. Therefore, it is considered possible that the damage to the catheter, such as stretching, crushing, deformation, or other damage, as well as the decreased maneuverability observed in the actual product, occurred during use after shipment from our company.